Manufacturer narrative:
Findings: unit received no button response (act) due to corroded keypad traces. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to no button response. Unable to verify stuck button alarm due to no button response. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing display window cover.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called to report a keypad anomaly. The customer's blood glucose reading was 4 mmol/l. The caller did not recall any significant events leading to the issue. The caller was advised to discontinue use of the device and revert to a back-up plan. The device was replaced and will be returned for analysis.